Event description:
The hospital maintenance staff reported that the bed would run to the up position when any bed functions was selected. He replaced the control board and this resolved the issue. Since the bed would run up when any function was activated, this would indicate a stuck hi/low up relay. There was no reported pt involvement related to this issue.